Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8436700 model: sc-8436-70 serial: (B)(6) batch: 7073028.

Event description:
It was reported that the patient was experiencing severe pain at the rib area and upper back. The patient underwent a revision procedure wherein the ipg and lead were repositioned, and the patient was doing well postoperatively. The devices remained implanted.